Event description:
The ge oec 9800 fluoroscopy system had the left (live) monitor go dim, and not recover until the system was re-booted. Also reported image transfer issue to disk.

Manufacturer narrative:
A ge oec service representative investigated the issue and replaced and aligned the left (live) monitor. Jaz drive replaced, although, the transfer issue could not be duplicated. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.